Event description:
It was reported that the main coil arm detached during the procedure. The target lesion was located in the severely tortuous and moderately calcified internal iliac artery (iia). A 6 mm x 10 cm interlock-35 coil was selected for use. After the coil was placed at the target lesion, resistance was encountered while retrieving the delivery wire. The wire was pushed and pulled again, after which the resistance changed, and the delivery wire was removed from the patient. Inspection outside the body showed a fragment of the interlocking arm section attached to the tip of the delivery wire. The damage involved the interlocking arm section and not the coil portion. It was noted that there may have been an abnormality in the shape of the interlock arm. The fragment was successfully retrieved, and the procedure was completed. There were no patient complications as a result of this event.